Manufacturer narrative:
Pump was received with reservoir tube lip completely broken off and test reservoir unable to lock/click into place.

Event description:
The customer reported via phone call that insulin pump had lip broke off while trying to change. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.